Event description:
In the course of the procedure, the surgeon saw a piece of plastic in the patient's pelvic cavity. The plastic was approximately 5 mm long and 1mm wide. The piece appeared to have broken off from the fenestrated bipolar instrument of the davinci robot while the instrument was in use in the procedure. Another member of the surgical team was able to remove the plastic piece using an endoscopic grasper. The or staff contacted the davinci rep who was in house who responded and inspected the equipment.